Event description:
Customer reported issues with the insulin pump. Customer states that he received a blank display. Advised customer to turn the power on and off of the insulin pump. The blood glucose reading is 10.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump had normal operating currents. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.